Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During a device exchange, high voltage lead impedance was seen. Other electrical lead parameters were stable and in range. No action will be taken.